Manufacturer narrative:
1ea blade 46-3177 was received for evaluation on 7/01/2019. The returned device, was in new condition and was not broken but was the same lot number as the item that broke. The device was evaluated for material, hardness, and dimensions; all were found to be within conformance per the product specifications on the drawing. Hardness: 54hrc. Material: 410ss. Additionally, the end manufacturing location investigated the lot number in question. The instruments' DHR record were reviewed with no anomalies noted. The stainless steel raw material cert was reviewed and the steel chemistry meets all requirements set forth in the material specifications. Lastly, the work station was reviewed with no evidence of any physical condition that would create a stress riser or otherwise weaken the strength of the tip. There is no evidence that leads us to believe that a malfunction of the device occurred. It can be determined that the damage to the tip of the blades was mostly likely caused by use that is not intended for this blade. This is the first customer that has complained of this issue with (B)(4) individual blades sold since 2012. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any other patient involvement or the need for any corrective actions a follow-up report will be submitted.

Manufacturer narrative:
The device involved in the procedure was discarded. Another blade from the same lot number is bring returned for evaluation. There has been a total of (B)(4) individual blades sold since 2012 with no other complaints recorded of this nature. Once we have received the device and evaluated, a follow-up report will be submitted. *the date of the incident was not provided.

Event description:
During an anterior cervical discectomy and fusion, the tip of the blade broke off and the surgeon had to search for the tip to remove it. There was no harm to the patient as a result.